Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04948 it was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a wind sock. A 24mm watchman &#59404;laa closure device (wds) was advanced through a watchman &#59393;access system (was). The closure device was deployed, but was too proximal. Therefore, it was fully recaptured and removed. A 27mm wds was advanced and the closure device was deployed, but it was also too proximal, so it was fully recaptured and removed. Another 24mm wds was advanced and deployed. The was deep seated in the laa prior to the deployment of the device. Immediately after the deployment of this device, a pericardial effusion with tamponade occurred. A pericardiocentesis was performed. The patient was stabilized and recovered well.